Event description:
It was reported, that two patients died. And there was patient involvement. It was later reported, the scope was used on two patients, that had an event the next day. They do not think, the cause of death was related to the subject device. And there were no reported issues with the subject device.